Event description:
It was reported a propofol infusion (concentration: 10 mg/ml, 100ml) was set to run at 30 mcg/kg/min (15.1 ml/hr). However, medication bottle emptied after few minutes. The patient became hypotensive and bradycardic and required intervention with epinephrine and norepinephrine administration. The hypotension and bradycardia were resolved. It was then reported that the patient expired two days later of acute respiratory distress syndrome from covid-19 pneumonia, but not related to this event (propofol infusion event). Per hospital staff's review of the infusion records, it was found that the infusion was programmed as intended but recorded only 3.38ml as volume infused. The event occurred on 31oct2021 between 1:50 pm and 2:37pm. Death was not contributed to the bd device.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported a propofol infusion (concentration: 10 mg/ml, 100ml) was set to run at 30 mcg/kg/min (15.1 ml/hr). However, medication bottle emptied after few minutes minutes. The patient became hypotensive and bradycardic and required intervention with epinephrine and norepinephrine administration. The hypotension and bradycardia were resolved. It was then reported that the patient expired two days later of acute respiratory distress syndrome from covid-19 pneumonia, but not related to this event (propofol infusion event). Per hospital staff's review of the infusion records, it was found that the infusion was programmed as intended but recorded only 3.38ml as volume infused. The event occurred on 31oct2021 between 1:50 pm and 2:37pm. Death was not contributed to the bd device.

Event description:
It was reported a propofol infusion (concentration: 10 mg/ml, 100ml) was set to run at 30 mcg/kg/min (15.1 ml/hr). However, medication bottle emptied after few minutes. The patient became hypotensive and bradycardic and required intervention with epinephrine and norepinephrine administration. The hypotension and bradycardia were resolved. It was then reported that the patient expired two days later of acute respiratory distress syndrome from covid-19 pneumonia, but not related to this event (propofol infusion event). Per hospital staff's review of the infusion records, it was found that the infusion was programmed as intended but recorded only 3.38ml as volume infused. The event occurred on (B)(6) 2021 between 1:50 pm and 2:37pm. Death was not contributed to the bd device.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.